Manufacturer narrative:
One device was received for evaluation. Visual inspection found both tamper seals were broken, chipped top case, cracked plunger case, cracked bottom case, and damaged gasket. The device?s event history log was reviewed for evidence of the reported problem, found ?motor not running? In the log. To conduct functional testing an occlusion test was performed. Upon review the reported problem was duplicated. A testing mainboard was installed, and occlusion test was performed again, the device then passed the test. The root cause was determined to be the mainboard not operating as intended due to normal wear, as it was 11 years old. The mainboard was replaced. The worm coupling, worm gear, and motor mount were replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump motor is not running properly. No patient injury reported.